Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during the preparation of an angioplasty procedure, the pta balloon allegedly broke. There was no patient contact.

Event description:
It was reported that during the preparation of an angioplasty procedure, the pta balloon allegedly broke. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was received for evaluation. During visual evaluation, a complete circumferential break to the catheter at the glue weld was noted leaving the inner guidewire lumen exposed. No anomalies were noted to the luers/y-body. No functional testing was performed due to the condition of the sample. Also, three photos were provided and reviewed. The first photo shows the inner packaging of the vaccess device. The label matches with the information provided in trackwise. The second and third photos show the balloon portion of the vaccess catheter. A complete circumferential break is seen proximal to the balloon with the inner guidewire lumen exposed. Therefore, the investigation is confirmed for the reported break as a complete circumferential break of the catheter with the inner guidewire lumen exposed was seen both from the provided photos and the returned sample. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 10/2025), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.